Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc tubing clamp was defective and blood "squirted out" onto the operator. The following information was provided by the initial reporter, translated from chinese to english: "after the injection in the CT room, the small clip could not be clamped, and the patient had backblood squirted out". "1. There was operator blood exposure 2. The clamp cannot be clamped 3. The blood return was at the straight port of the y-shaped port, because the heparin was unscrewed to inject the medicine."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 9262032. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Visual evaluation of the returned photos has identified that the device has been incorrectly clamped during use. The extension tubing must be securely clamped in the center pinch clamp component. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 20gax1.16in prn ec slm npvc tubing clamp was defective and blood "squirted out" onto the operator. The following information was provided by the initial reporter, translated from (B)(4) to english: "after the injection in the CT room, the small clip could not be clamped, and the patient had backblood squirted out" there was operator blood exposure. The clamp cannot be clamped. The blood return was at the straight port of the y-shaped port, because the heparin was unscrewed to inject the medicine."